Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that following product evaluation, low battery hazard and loss of power alarms were noted. The pt's system controller and battery clips were exchanged and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.